Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, when inserting the guidewire into the puncture needle in the kit, felt a snag in the front of the puncture needle and when pulled the guidewire out, the coil was allegedly stretched. It was further reported that the guidewire was allegedly unable to be inserted or removed through the puncture needle. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one guidewire was returned for sample evaluation. Visual, microscopic and dimensional evaluations were performed. Uncoiling was observed to the distal end of the guidewire. The guidewire appeared to have multiple bends and residue throughout and appeared to have residue throughout. Two core wires appeared to be protruding from the guidewire. A complete circumferential break was observed to one core wire and the distal core wire segment was not returned. Therefore, the investigation is confirmed for reported stretched and identified fracture, material separation and unraveled issues. However, the investigation is inconclusive for the reported difficult to insert, difficult to remove and physical resistance issues as no objective evidence were provided to confirm the issue. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, when inserting the guidewire into the puncture needle in the kit, felt a snag in the front of the puncture needle and when pulled the guidewire out, the coil was allegedly stretched. It was further reported that the guidewire was allegedly unable to be inserted or removed through the puncture needle. There was no reported patient injury.